Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there may have been one clip that had not completely closed but the surgeon used the device to complete the case. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.